Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the product was explanted. No further information was provided.

Manufacturer narrative:
The corresponding facility was noted as national center for neurosurgery ¿ (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event occurred in 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that medtronic products did not participate in the event. It was stated the patient was implanted with a different manufacturer¿s product but was reportedly informed they were implanted with a medtronic product. An autopsy report revealed that medtronic was not involved in the event.